Manufacturer narrative:
A ge svc rep performed an on site investigation. The system needs the single board computer installed. The reported issue is currently under investigation.

Event description:
The customer reported that the sys would not boot up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.